Manufacturer narrative:
Unit received with minor scratched lcd window. Unit received with no button response due to flattened (esc and act) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify sensor anomaly, unexpected low battery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump buttons were unresponsive, deep scratches on the screen, and sensor issues. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is not expected to return for analysis.